Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. The patient complained of palpitations. The lead was reprogrammed. The patient would continue to be monitored.